Manufacturer narrative:
Batch review performed on 31 march 2026: reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot: 2505029: (B)(4) items manufactured and released on 22-may-2025. Expiration date: 2030-may-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Reverse shoulder system 04.01.0170 glenosphere - d 39x24.5 (k170452) lot: 2518003: (B)(4) items manufactured and released on 21-oct-2025. Expiration date: 2030-oct-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0402 grs baseplate - d 24.5x20 - full wedge 20&deg; (k231911) lot: 2339044: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a shoulder infection and the pathogen is unknown. At about 1 month from primary the surgeon performed a washout and debridement. The surgeon also revised the d 39 liner to a same size liner and revised the d 39x24.5 glenosphere to a same size glenosphere. The surgery was completed successfully.